Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 29.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was fractured and the embolization coil was detached. Fracture of the pusher assembly may occur due to forceful handling of the pc400 at extreme angles during removal from the packaging or preparation for use. If the pusher assembly becomes fractured, it may allow the pull wire to withdraw from the distal detachment tip (ddt) and allow the embolization coil to detach. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician noticed that the penumbra coil 400 (pc400) pusher assembly was kinked and the coil was detached upon removal from the packaging hoop. The damage to the pc400 was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new pc400.